Event description:
It was reported that when a patient presented in clinic for a routine follow-up, non-sustained rv oversensing due to myopotential inhibition was observed. The patient was asymptomatic. Programming changes were recommended and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.